Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on september 27, 2018, it was reported that before the operation and during the tests of this device in the operation room there is a problem with the cable. The device works well with plate only, but going forward and backward when skin or silicone test and more. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) review for the skin graft mesher noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. The device history record (DHR) review for the skin graft mesher 1.5:1 ratio cutter noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Medicrea has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the vdoc service portal. Medicrea has not previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter serial number (B)(4) as documented in the vdoc service portal. Product review of the skin graft mesher by medicrea on (B)(6) 2018 revealed that the calibration was out of specifications and did not produce a passing sample graft. The carrier guide, side plates, comb, gear, screw, sliding pin and spring, and bottom roller all failed visual inspection. The 1.5:1 ratio cutter, serial number (B)(4) produced an incomplete cut and was deemed non-repairable. Repair of the skin graft mesher was performed by medicrea on (B)(6) 2018 which included replacement of the comb, bearings, washers, roller, roller gear, side plates, carrier guide, shoulder bolts, and ratchet screw. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since it is unclear with the information that was provided what the customer is referring to in their reported event. However, during the product review by medicrea it was noted that the device was outside calibration specifications and did not produce a passing sample graft. The carrier guide, side plates, comb, gear, screw, sliding pin and spring, and bottom roller all failed visual inspection. The 1.5:1 ratio cutter, serial number (B)(4) produced an incomplete cut and was deemed non-repairable. The root cause of the reported event could not be specifically determined with the information that was provided. It is unclear with the information that was provided what the customer is referring to in their reported event. However, during the product review by medicrea it was noted that the device was outside calibration specifications and did not produce a passing sample graft. The carrier guide, side plates, comb, gear, screw, sliding pin and spring, and bottom roller all failed visual inspection. The 1.5:1 ratio cutter, serial number (B)(4) produced an incomplete cut and was deemed non-repairable. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that before the operation, and during the tests of this device in the operation room there is a problem with the cable. The device works well with plate only, but going forward and backward when skin or silicone test and more.